Event description:
The reporter indicated that during a routine follow up visit, the nurse pressed "program nominal." At that same time, she removed the wand to prevent communication (stop the programming). The "out of range screen" appeared. She then interrogated the device to find the status of the programming. At this time, it showed the back up reset screen and the device was programmed out of the back up mode. For about 15 seconds, the patient went asystolic. The test was then continued with no further incident.

Manufacturer narrative:
An investigation was performed and it was determined that the device appears to be operating normally.